Event description:
Reference number (B)(4). Event occurred in the united states on 22-june-2024, it was reported that the patient encountered infusion set blocked at the site. No further information available.